Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed broken on plug strap side assessed as unidentified (tear) opening and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "explanted textured saline" implant. Healhcare professional later reported "capsular contracture grade IV." Record is for right side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jul/2024. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported "explanted textured saline" implant. Healthcare professional later reported "capsular contracture grade IV." Record is for right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "explanted textured saline" implant. Healthcare professional, later reported, "capsular contracture grade IV". Record is for right side. Device has been explanted.